Manufacturer narrative:
(B)(4). Reporter's full name and complete address were not provided. Reporter's phone number: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device did not function, displayed an e8 error code, the device did not function and was strongly corroded. It was also observed that the device failed the motor thermistor assessment and air pump assessment pre-tests. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device had a bad connection when it was connected. There were no delays to the planned surgical procedure. A spare device was used to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.